Manufacturer narrative:
Additional manufacturer narrative the device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. As confirmed, no further information could be provided by the site. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry (ipr). This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that this valve model 3300tfx29mm implanted in the aortic position was explanted after an unknown implant for unknown reason. A valve model 3300tfx29mm was implanted in replacement.

Manufacturer narrative:
Updated: d4, h2, h4, h6 (type of investigation, investigation findings, investigation conclusions). H10 manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Based on the information available, a definitive root cause cannot be conclusively determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.